Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the skull clamp has a sticking swivel lock assembly: opening the mechanism shows the base casting¿s bearing surface has dents. The base must be replaced along with some worn off small parts to adjust the swivel lock assembly. The ratchet extensions thread insert needed to be replaced. After reassembling the unit a function test is required. However, the customer rejected the repairs quotation with indication they are going to order a new device. As a result, the unit was scrapped. Root cause - the complaint confirmed via inspection of the unit. The swivel lock assembly was sticking and the base casting¿s surface has dents. Probable root cause is improper handling and routine wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the thread of the 80 lbs. Screw seemed to be getting loose from the mayfield modified skull clamp (a1059). Additionally, during a posterior cervical fixation procedure, preoperatively they noticed a 'click', then postoperatively, tension on the mayfield appeared reduced to 1 ¿line¿. There was no patient injury or surgical delay.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The skull clamp has a sticking swivel lock assembly: opening the mechanism shows the base casting¿s bearing surface has dents. The base must be replaced along with some worn off small parts to adjust the swivel lock assembly. The ratchet extensions thread insert must be replaced. After reassembling the unit a function test must be carried out. As a result, the unit has been scrapped. Root cause - probable root cause is improper handling and routine wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.